Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 gaps in the readings occurred. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of gaps in the readings could not be determined. A root cause could not be determined.